Event description:
It was reported that the user experienced hyperglycemia with a ¿high¿ blood glucose reading on both the ilet and fingerstick after an occlusion alert, completed a supply change, and inquired about the expected time for glucose to trend down; education was provided on the correction algorithm, potential insulin resistance, and the need to monitor for a downward trend to confirm effective insulin delivery. Symptoms included elevated blood glucose. Outcomes included user self-monitoring without escalation of care or hospitalization. Investigation included customer care troubleshooting and education regarding occlusion response, insulin correction, and monitoring. Investigation of this case revealed no device component available for evaluation and no confirmed device malfunction; the event was categorized as hyperglycemia with unclear cause following an occlusion alert and supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.